Event description:
Reporter stated that the customer was incoherent, chronically ill, in a deep sleep and unresponsive when she could not use the aviva meter because it was showing an error message. Reporter stated that she used another unspecified device, obtained a result of 400 mg/dl and gave the customer 8 units of novolog to get him to respond. No other actions were reported taken or treatment received. A request was made for the return of the affected product.